Event description:
It was reported to philips that the device was in need of service and repairs. There were no specific allegations reported. There was no reported patient involvement/adverse patient impact.